Manufacturer narrative:
The customer reached out to philips via a customer feedback, requesting an investigation of this issue. Philips field service engineer (fse) reached out to the customer and clarified that the customer has not expressed dissatisfaction with the device. The device has not been returned for evaluation. However, the customer claims that all the equipment is normal, and no problems have been found. The configuration and settings of both devices as they were used during the incident are unknown. The customer stated the event was too long ago to provide it, and the feedback from the monitor was normal, and there was no problem. Results of functional testing indicated that the customers expressed expectation of an alarm displaying below the set settings can't be fulfilled since the nurse forgot to modify it. Based on the information available and the testing conducted, the cause of the reported problem was a user/nurse not setting the device correctly. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the intellivue mx400 patient monitor did not alarm for a heart rate of 95 beats per minute. The device was in use at time of event, there was no adverse event reported.